Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 559 mg/dl. The customer also mentioned other blood glucose values such as over 600 mg/dl. The customer reported that the reservoir lip ring was broken off. Reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted. (B)(4).